Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient¿s ipg lost communication with external devices due to not charging the device. In turn, the ipg deemed inoperable. Surgical intervention may be undertaken to address the issue.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2019 during which the ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.